Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one-link needlefree IV connector becomes disconnected from peripheral IV sites, peripheral inserted central catheter (PICC) and ports. This resulted in removing PICC lines to prevent infection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.